Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ceramic electrode . It was reported that the operating theatres have experienced 2 more devices failing during use. One appears to have "exploded" as all the ceramic has come away from the tip; the surgeon confirmed all parts were found. A second has then had part of the ceramic tip come away. It was confirmed both instruments have been used 7 times and reprocessed in accordance with the instructions for use (IFU). All of the pieces were found. There was no patient harm. An additional medical intervention was not necessary. There are no surgical delays. Additional information was not provided nor available. The malfunction is filed under aag (B)(4). Associated medwatch-reports: 9610612-2019-00764 ( (B)(4) gk 384r).